Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room due to wearing a pod; the patient reported the pod had a communication error at startup and insulin wasn't being delivered. Symptoms reported include dizziness, frequent urination, fatigue and feeling thirsty. In the ER, the patient was being treated with fluids and remained in the ER at the time of reporting.